Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the battery door did not open when the "eject" button was pressed. There were no batteries in the drawer. It was additionally noted that the hanger was cracked and that the inside of the output connectors and the hanger screw were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product had been returned to service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery door of the external pulse generator (epg) would not open by pressing the release button. The epg is expected to be returned for repair. There was no patient involvement.